Event description:
A female patient called lifecor customer support to report that one of her battery pcks shows an empty battery icon when inserted into the monitor. She reports this battery pack was on the charger all night and it appeared fully charged. Now when she places it back in the charger, the red battery fault light comes on. The suspect battery pack was replaced. During a follow-up data download review two days later support detected several abnormal flags and contacted the patient to arrange the exchange of her monitor for evaluation. The patient reported that the other battery pack is now displaying a "?" On the monitor display. A replacement battery pack and monitor were sent to the patient. The following day the patient reported that the first replacement battery pack was now not turning on the original monitor at all. The new monitor and battery pack seem to be functioning normally. A replacement battery pack and charger were sent. When the returned equipment was received at lifecor the replacement monitor was actualy in the box, rather than the original monitor. The returned monitor appears to have damaged battery contacts. One of the battery packs appears to have damage to the connector case. Support arranged the exchange of the original monitor.